Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was received in two sections as a result of a complete break of the hypotube. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located at approximately 425mm distal of the strain relief. No issues were noted with the hypotube that may have contributed to the complaint incident. A visual examination identified that the balloon was not subjected to positive pressure. An examination of the balloon identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23-jan-2019. It was reported that the device could not cross the lesion. The target lesion was located in the severely calcified occlusive vessel. A 10/2.50 flextome cutting balloon was selected for use. During procedure, the balloon could not cross the lesion because of severe calcification and was then withdrawn from the patient's body. No complications were reported and the patient was stable. However, device analysis revealed a hypotube break.